Manufacturer narrative:
The actual product involved in the incident reported will not be returned. No product eval can be performed. Without the finished good lot number, it is not certain if there were any quality issues related to the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past two years for this item. One (1) device history record was reviewed. There were no conformances issued for this lot nor suture component lot. The product from this finished good lot and all of the components met surgical specialties requirements throughout the incoming, mfg and the final inspection processes. Dehiscence is a known with any suture material. The most probable root cause for post operative dehiscence cannot be determined with certainty without reviewing the actual device involved or testing sterile samples from the same finished goods lot. Reference: complaint (B)(4) (ethicon complaint (B)(4). Item (B)(4) stratafix spiral pdo knotless tissue control device; 2os-6 #2 pdo 30 x 30, lot unk.

Event description:
It was reported that, "procedure date isn't knowledge I have but I know the procedure was about 10 weeks ago. After 10 weeks post op the suture was "spitting" or coming loose. Closed using stratafix". (B)(4).